Event description:
A complaint was received regarding a 6" (15cm) appx 0.87ml, bifuse ext set w/2 microclave¿ clear, 2 clamps rotating luer experienced no flow. It was reported that the extensor did not infuse the saline solution therapy. There is a sample available for investigation, there is no remaining balance in stock for the claimed lot and there are no pictures or videos of the customer's report available. It is unknown the status of the product during the time of the event. Did the event occur during use with the patient? Yes, it was reported that there was no patient harm due to the event.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2024 has been used as a placeholder. Investigation summary: the reported complaint of a faulty spike could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.